Manufacturer narrative:
The device history record for the lot number provided will be reviewed. Return of the tracheostomy tube for investigation was requested but has not been returned to date. If returned, a failure investigation will be performed. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The covidien representative in (B)(6) received a report that the cuff of a patient's tracheostomy tube was leaking. They identified a rupture in the cuff. The product was used for 18 days and re cannulation of the patient was required.